Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving clonidine (454.5mcg/ml, 149.97mcg/day) and fentanyl (90.9 mcg/ml, 29.994 mcg/day) via implanted infusion pump. It was reported that during a check following a refill last week, the error code 529 appeared with the new application for the doctor's tablet. The doctor asked what the code was. The patient said that he had less effect from the therapy since fentanyl had been added to the pump and the doctor thought it was linked with the error code. It was reported the patient had a scan. The environmental/external/patient factors that may have led or contributed to the issue was a scanner. The hcp had checked the logs to see if the pump had stalled and restarted and there was no message. The hcp did a simple bolus to check that the pump had delivered it correctly and to check the volume of the reservoir, which should have decreased after the bolus indicating that the pump was working properly. This was performed and the pump was working normally. The issue was resolved at time of report. The patient's age, weight, and medical history were asked and would not be made available. The patient's status was alive no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.